Manufacturer narrative:
No unexpected error alarms were noted. The insulin pump passed the self test. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed failed self test. Customer's blood glucose reading was 150 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.